Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a scd sleeve. The customer reports that during the use of the scd system, the sleeves did not inflate and there was an alarm showing lo. The pt suffered a pulmonary embolism. Heparin IV was used to treat the pe. New sleeves were used and inflated properly. The customer did indicate that the pe was not a result of the malfunction scd sleeve.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.